Manufacturer narrative:
The subject device (tjf-q290v) was not returned to olympus for evaluation; however, on october 20, 2021, the distal cover (maj-2315) was received for evaluation. Based on the evaluation of the returned distal cover, it was confirmed that the tip was damaged, and it could easily come off of the endoscope. It was also confirmed that the front and rear ends of the distal cover were cracked. If the distal cover is pushed diagonally when attaching the distal cover to the endoscope, the tip will be easily cracked. Regarding the crack at the tip of the distal cover, it was possible that there was some cause in the way it was attached to the endoscope. In addition, the rear end of the cover does not crack only when it is attached to the endoscope, and it might be cracked if a chemical solution such as an anti-fog agent adheres to it. Alternatively, it was possible that the durability was reduced due the distal cover being crushed during storage, and the load alone when the distal cover was attached to the endoscope would be likely to cause damage. Omsc obtained the following additional information regarding the reported event: -after attaching the distal cover to the endoscope, it has been confirmed that it will not come off. -after attaching the distal cover to the endoscope, it has been confirmed visually that the cover was not damaged. -it was confirmed that an anti-fog agent had been applied before the distal cover was attached. Using a representative sample of the maj-2315 (lot h1412), functional testing was performed with a test scope, and it was confirmed that the distal cover would not come off the scope unless the tip cover was damaged, if it was installed normally without damage to the distal cover. A review of the device history record for the tjf-q290v found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer's investigation, the cause of the distal cover falling off of the scope was the use of an anti-fogging agent, which adhered to the distal cover, damaging the distal cover by chemical attack, causing it to fall off the endoscope easily. The device's instructions for use states the following, which can help to prevent the reported issue: "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope." Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Olympus medical systems corporation (omsc) was informed from the user that the maj-2315 (single use distal cover) fell into the patient¿s esophagus when the user withdrew the tjf-q290v (subject device) from the patient, during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure. The maj-2315 was retrieved with another endoscope. The user also reported that when they checked the maj-2315 after the procedure, it was found the lower end of the main body was torn. During the pre-use inspection of the maj-2315, no damage was observed. There was no report of patient injury or harm associated with the event. This report is related to complaint number (B)(4), which was documented for the issue with the maj-2315, reported under medwatch number 8010047 - 2021 - 1430.